Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that interface required to resend the pocket loads. A technical support specialist confirmed the presence of a ghost pocket and successfully located and removed it from device rh_n2s_a, item ID: 120282114. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es necessary to resend the pocket loads. The hyaluronidase 150 unit 1 ml solution was not generated on the jit interface for fulfillment. A customer has reported that there was a delay in the dispensing of medication to patients caused by a malfunction. There were no adverse events or injuries reported based on this event.